Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qmmjas / w9500t13, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: what was the name of the procedure? Ftm top surgery what was the procedure date? (B)(6) 2021 what was being done when the suture felt softer than normal, easy to torn and abnormal color (removal from package / during passage through tissue/ during tying)? The surgeon felt softer than normal when removal from package and the suture was tear when passage through tissue. What was used to complete the procedure? Yes. Did the suture separate broke? Yes. Was there any adverse consequence associated with the patient? No. The return product has been sent.

Event description:
It was reported that the patient underwent a ftm top surgery on (B)(6) 2021 and the suture was used. It was reported that the suture was easy torn during passage through tissue. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 08/23/2021 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: photo analysis: h3 investigation summary: upon visual inspection of the one picture received for evaluation. It was observed an empty labeled winding former and a dispensed needle/suture combination product code w9500. The strand appears to be damaged or fraying, the color is undyed and the length it was not determine in the picture. According to product code w9500, the label length is 45 centimeters with a coated vicryl suture undyed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, the suture is softer than normal. Easy to torn. And abnormal color. Device analysis: forty-one packets of product code w9500 were returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the eighteen packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to fraying, damage, color variation, or breakage suture, and no defects were observed during evaluation. Functional test was performed, and tensile strength was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.